Manufacturer narrative:
Device not returned. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported the device had exhibited primary audible and watchdog alarms after the software was updated. Patient involvement is unknown.

Manufacturer narrative:
D9: product received date 12/7/2023. H3: one device was returned for repair with complaint of primary audible alarm and watchdog alarm. Visual/functional testing was performed. The pump had not been in for service in the previous 12 months. Unable to duplicate the primary audible alarm post or the acu watchdog failure. Device passed audio test. Repair was not needed due to no problem found and speaker was working as intended. Preventive maintenance was performed. The pump had not been in for service in the previous 12 months.